Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 31 mg/dl at the time of incident and treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer stated that the insulin pump could not find the sensor. Customer did receive a change sensor alert. The devices will not be returned for analysis.